Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the hex bolt is fractured and has come out of the frame. The diameter and the hardness are confirmed to print specifications. DHR was reviewed and no discrepancies were found. Review of the complaint history identified that a previous design change was made for this device to help mitigate the reported issue. This device was manufactured prior to the change. Root cause was determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at this time and is currently being followed up upon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported the instrument broke. No further information has been made available at this time.